Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 5 fr dl powerpicc catheter was returned for investigation. Use residue was present within the catheter. The catheter extends up to the 39 cm depth marker. Valved infusion hubs are attached on both luer hubs. The sample was flushed through both lumens with water using a 12 ml syringe and a leak was observed in the purple hub lumen. The leak was located at the proximal end of the extension leg. Microscopic observation of the leak location revealed a partial split in the extension tubing. The break surfaces were observed to be uneven and exhibited cracks/fissures. The root cause of the observed split is currently unknown; however, possible contributing fractures include material fatigue and excessive manipulation of the extension leg. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recv2220 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one of the extension legs was leaking at the hub while in patient. The device was removed and a new one was placed. No patient harm was reported.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one of the extension legs was leaking at the hub while in patient. The device was removed and a new one was placed. No patient harm was reported.